Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the lot shows no issues found in visual and physical samples inspected. The review of the DHR did not identify additional manufacturing or inspection anomalies. There were 2 (unused, unopened) samples returned with this complaint. A physical leakage test for the syringes was performed. Both samples returned from the customer passed physical testing for plunger actuation. The reported condition is not confirmed. The exact root cause could not be determined based on the available information. There were no manufacturing issues related to the complaint issued for this lot and a specific root cause could not be determined based on available information. There is no indication of a systemic issue with the product or process, so a corrective and preventative action (CAPA) will not be issued at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The incident sample was discarded however the initial reporter stated a representative is available but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the plunger felt sticky and that the nurse couldn't push medication (b12) into the patient's arm.